Event description:
Consumer stated that the strings in the tampon are not in the middle, and they are coming out of the side and can detach if not very careful. Consumer stated that she he had a tampon where this happened, and she had to go to the hospital to get the tampon pulled out. Consumer stated that the tampon was painful to get out.

Manufacturer narrative:
A review of the failure mode and effects analysis for the product showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
Consumer stated that the strings in the tampon are not in the middle, and they are coming out of the side and can detach if not very careful. Consumer stated that she he had a tampon where this happened, and she had to go to the hospital to get the tampon pulled out. Consumer stated that the tampon was painful to get out.